Event description:
The pt support couch on a brilliance 64 CT scanner underwent an uncontrolled vertical motion following a brake replacement requiring a replacement brake to be installed. No death or serious injury has occurred and no malfunction has occurred which is likely to cause a death or serious injury.

Manufacturer narrative:
(B) (4)